Manufacturer narrative:
The investigation of delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related due to severe tortuous anatomy and anomalous take off of innominate artery the 5.5 was aborted.

Event description:
It was reported that implantation of an impella 5.5 could not be completed due to the patient's tortuous anatomy. The patient was implanted with an impella cp instead.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.